Event description:
The patient reported the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in her left eye (os) on (B)(6) 1999. The patient reported she feels and sees the lens moving around. The lens remains implanted. The patient was a participant in the icl myopia clinical study. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)- unintended movement. (B)(4). Lens remains implanted.